Event description:
Breast implant surgery resulting in capsular contracture on right breast, redo surgery and once again severe pain w/capsular contracture with redo scheduled. Surgeon insists no reaction to silicone - shell- as the implants are saline. Severe headaches, breast pain reported.